Event description:
It was reported that patient implanted with inflatable penile prosthesis (ipp) in 2013. Experienced auto inflation and had trouble with dexterity to work pump. Cylinders and pump removed. Spectra malleable implanted.